Event description:
It was reported that the report for the implantable cardiac defibrillator (ICD) shows "not taken" messages for all impedance measurement values. The ICD will be monitored and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. However, performance data collected from the device was analyzed and revealed undefined resistance. The daily trend data in save to disk file 400000 show three days of missing impedance measurement data for v.pace, a.pace, hvb, svc between (B)(4) 2011 and (B)(4) 2012.